Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the calculated longevity decreased 3 years in less than a year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. However, the treating physician plans to continue remote monitoring and re-evaluate the battery status in 90 days to postpone a surgical intervention for as long as possible. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the calculated longevity decreased 3 years in less than a year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. However, the treating physician plans to continue remote monitoring and re-evaluate the battery status in 90 days to postpone a surgical intervention for as long as possible. Recently, this device was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes).